Event description:
It was reported that the device failed to alarm. Although requested, no additional information was provided.

Manufacturer narrative:
Cont'd from h.9: z-2822-2020, z-2718-2020. Investigation conclusion: the customer¿s report that the device failed to alarm could not be confirmed or replicated during this investigation. The pump module was the only device returned. The associated pcu event log was not received for evaluation. A review of the available pump module event log for the latest infusion details shows on (B)(6) 2020 at 4:44 pm, an unknown drug was programmed to infuse at the rate of 75 ml/h and vtbi of 1000 ml; however the actual bag volume could not be ascertained from the log. The infusion was calculated to be for 13 hours and 19 minutes. Approximately 12 hours later on (B)(6) 2020 at 4:15 am, the pump module was paused and an unknown drug was programmed to infuse at the rate of 75 ml/h and vtbi of 950 ml. The infusion was calculated to be for 12 hours and 40 minutes. The reason for the early termination of the 13 hour infusion could not be ascertained from the log. At 8:27 am, a patient side occlusion occurred. Approximately seven minutes later for a period of two minutes, there was activity of the following: channel select key pressed, flow stop open, pause key pressed, and door closed. The last activity noted was the door being opened at 8:42 am. The pump module¿s next activity date was noted as 20 days later on (B)(6) 2020 with a different pcu; however no further infusions were observed. Device inspection: the external inspection process performed on pump module s/n (B)(6) observed both the right (male) iui and left (female) iui had corrosion, membrane had discoloration, and had a missing foot. Further internal inspection observed signs of fluid contamination within the rear case, along the door bottom, and along the keypad flex cable. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that the device failed to alarm was not identified. The pump module was the only device returned and was thoroughly inspected and tested; no fault was found. Device history review: a review of the pump module device history record showed the device had a manufacture date of 26nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the device failed to alarm. Although requested, no additional information was provided.